Manufacturer narrative:
The product was not returned for analysis. Photos provided showing iol (intraocular lens) in lens case base. Reported complaint cannot be confirmed from the photos provided. The reporter states the use of non company ovd as a viscoelastic. This is not qualified for use with the implanted iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure the lens was broken upon insertion. The lens was removed and replaced with new lens during the initial procedure. There was no patient harm reported. Additional information has been requested